Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, embedded in wall of the ivc and struts perforated 5mm outside of vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated 5mm outside of vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years post filter deployment, CT revealed ivc filter in place and projecting outside the lumen. Approximately one year later, patient presented with upper quadrant pain and abdominal distension. CT revealed ivc filter tip at l2 level. Eventually six days later, CT performed revealed the ivc filter centered near the l3 vertebral body. Approximately two months later, patient had abdominal pain. CT revealed some legs penetrating through the ivc wall. Approximately seven months later, patient had complaints of abdominal/flank pain. Subsequent, CT revealed noted the ivc filter out of place. Approximately two years later, CT revealed the superior extent of the ivc filter was at the l1-l2 disc space; with its inferior extent at the mid-l3 vertebral body, seven prongs had perforated the ivc with a maximum distance of 5mm and coronal and sagittal images showed a 2° and 4° tilt left-to- right and anterior-to-posterior orientations respectively. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is unconfirmed for filter tilt as the medical record states only 2° and 4° tilt left-to- right and anterior-to-posterior orientations respectively. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.